Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative who was implanted with a neurostimulator for movement disorders. It was reported that the right battery was at end of service (eos) after being implanted on (B)(6) 2018. No environmental/external/patient factors were known that may have led or contributed to the issue. The patient's battery was interrogated and found to be at eos. Their battery was also interrogated with the clinician programmer to get the impedances read. Impedances are as follows: c0 784, c1 818, c2 838, c3 776, 01 893, 02 893, 03 111, 12 105, 13 898, and 23 898. The settings were 0+ 1+ 2- 3-, 3.0 v, 90 pw, and 185 rate. This issue was not resolved at the time of the report; however, surgical intervention was planned but no yet scheduled. The patient's status at the time of the report was alive-no injury. Patient medical history was mental handicap. No further patient complications have been reported as a result of this event.